Manufacturer narrative:
(B)(4). Per follow-up with the fsr, the customer sets up the system the day before a case.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, there were audible alarms with no visual alarm for the yellow level sensor on the central control monitor (ccm) and error message tab said "sensor disconnected". The device was not changed out, as they verified everything manually when alarms went off. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical summary on (B)(6) 2016: during cpb, a "level not attached" alert messages intermittently occured. This alert indicates inadequate coupling of the sensor (can be alert sensor, alarm sensor, or both) to the reservoir. The coupling issue can be related to the sensor face, or user issue (e.g not using gel, incorrect placement of the sensor pads or sensor). The field service representative (fsr) visited the hospital and found external damage of the sensors and this could potentially lead to coupling issues. In addition, the hospital uses sorin oxygenators and reservoirs, and these do not have flat surfaces (rounded surfaces). The case was completed successfully, without delay and without associated blood loss. Level sensing was intermittently stopped as the sensor was re-positioned and/or re-gelled. There was no harm observed.

Manufacturer narrative:
The field service representative (fsr) performed preventive maintenance (pm) on the system and installed a new yellow level sensor. The unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer for further evaluation. During the laboratory evaluation, the reported issue was not duplicated. The product surveillance technician (pst) observed proper audible and visual alarms throughout evaluation. The pst connected device under test (dut) level sensor to lab-use only (luo) reservoir test fixture and luo level module. He connected luo level module to system-1 (aps1) power supply and powered on. The pst opened perfusion screen on central control monitor (ccm) and assigned luo level module. He enabled the level sensor and observed normal operation. The pst adjusted fluid level below sensor membrane on luo reservoir test fixture and observed proper audible and visual alert signal on ccm. He tested the level sensor for four hours with no malfunction. The pst inspected the level sensor connector, cable and housing and observed a deformed level sensor membrane.

Manufacturer narrative:
The reported complaint was confirmed. Per log analysis, the alarm probe was intermittently changing it's status from coupled to disconnected and back to coupled. This was occurring in the same second. It happened so fast that the level never reported the status change to the central control monitor (ccm). The ccm only got the "safety alarm alert summary" message that indicated an alert had occurred. This will cause an audio alert to be sounded without any indication of what caused it. This is an open issue against the level module, the issue number is (B)(4)(alert tone without an indication of why). The reporting of disconnected intermittently could be a module, sensor, or poor placement of the sensor on the reservoir. The field service representative (fsr) believes they attach the level sensor to the pad immediately, but they leave it on overnight. The fsr informed the customer that they should not use round reservoir and they should wait for couple of minutes before attaching the level sensor to the pad. The customer does use the level sensor gel. Fsr identified that the sensor had external damage, chunks of sensor head were missing. Concavity of the level sensor membrane causes insufficient coupling between the level sensor and the reservoir wall. While lab analysis was unable to duplicate the issue, physical evidence of deformed membrane suggest the potential for inadequate sensor coupling. The drawing for the level sensor says "sensor face must be flat" and returned sensor face is not flat. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.